Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another reporter: (B)(6). Another mail info: dominic.(B)(6). Updated fields: b4,b5,d10,e1(initial reporter, event site telephone, event site mail),g3,g4,g6,h2,h11. Corrected field:g2. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) displayed gas loss alarm. Unable to duplicate gas loss alarm. Failed pim test prior to safety disk replacement. No harm or injury to the patient was reported.